Manufacturer narrative:
The insulin pump power up properly after battery installation and no blank display noted. The insulin pump had normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during out testing. The insulin pump passed self test and displacement test. The insulin pump was monitored for 3 days; no frozen screen or audio beep anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the sensor feature working properly and no lost sensor alarms noted. However, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported to have taken battery out of insulin pump and put it back in due to it buzzing. Customer changed battery, set date and time insulin pump froze and buttons were not longer responding. Customer's blood glucose was 227 mg/dl. Customer was advised that insulin pump would need to be replaced.